Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('organ perforation'). In a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: nickel sensitivity (allergic contact dermatitis caused by jewellery). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation ("essure device has partially migrated to the uterine cavity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), hyperhidrosis ("sweats"), swelling ("swelling"), adnexa uteri pain ("ovarian pain"), joint pain ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), fatigue ("tiredness"), metal poisoning ("metallosis"), back pain ("low back pain"), amenorrhoea ("lack of menstruation"), breast pain ("breast pain leading to the feeling of suppuration"), urinary tract infection ("urinary tract infection"), incontinence ("feeling of incontinence"), vulvovaginal pain ("clitorial pain"), dyspareunia ("pain when having sexual relations"), pain in hip ("pain in hip"), pain in extremity ("pain in left leg"), influenza like illness ("feeling of having the cold"), oropharyngeal pain ("sore throat"), lymphadenitis ("lymph node inflammation"), hot flush ("hot flushes"), anxiety ("anxiety"), eczema ("moderate-to-severe eczemas") and somnolence ("somnolence"). And was found to have thyroid function test abnormal ("abnormal thyroid levels"). The patient was treated with surgery (total hysterectomy, and bilateral salpingcetomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, device dislocation, hypersensitivity, genital haemorrhage, hyperhidrosis, swelling, adnexa uteri pain, joint pain, myalgia, headache, fatigue, metal poisoning, thyroid function test abnormal, back pain, amenorrhoea, breast pain, urinary tract infection, incontinence, vulvovaginal pain, dyspareunia, pain in hip, pain in extremity, influenza like illness, oropharyngeal pain, lymphadenitis, hot flush, anxiety, eczema and somnolence outcome was unknown. The reporter considered adnexa uteri pain, amenorrhoea, anxiety, back pain, breast pain, device dislocation, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, incontinence, influenza like illness, joint pain, lymphadenitis, metal poisoning, myalgia, oropharyngeal pain, pain in extremity, pelvic pain, somnolence, swelling, thyroid function test abnormal, urinary tract infection, uterine perforation, vulvovaginal pain and pain in hip to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2016, positive for a nickel allergy; biopsy endometrium: on (B)(6) 2018, no pathological findings; pathology test: on (B)(6) 2018, specimen from total hysterectomy and bilateral salpingectomy with uterus of 5 × 7 × 3 cm. Right fallopian tube 6 cm and left fallopian tube 5.5 cm. Cervical orifice of 0.7 cm with smooth mucous membranes, greyish around orifice. The section showed metallic coils that protrude through the endometrial mucosae and continue through the interior of both fallopian tubes. Presence of superficial haemorrhaging and granular endometrial mucosae around the device. Physical examination: on (B)(6) 2018, speculum: cervix and vagina macroscopically normal. No bloody vaginal residue or active bleeding. Normal discharge; vaginal digital examination: uterus in anteversion of normal size, with nonpainful cervical and uterine mobilisation. No pathological condition was palpated in right ovary or fallopian tube. No pathological condition was palpated in left ovary or fallopian tube. No free fluid; ultrasound scan vagina: on (B)(6) 2018, uterus in anteversion. With regular borders and homogeneous density; right ovary: normal location, with normal echostructure. Essure was observed, in ampullary portion of right fallopian tube, measuring 17 mm. Left ovary: normal location, with normal echo-structure, measuring 24 × 18 mm. Essure was observed, at the start of left fallopian tube, measuring 8.9 mm, with an intracavitary portion measuring 7.1 mm. No free fluid in pelvis; ultrasound urinary system: on (B)(6) 2017, both kidneys are normal in size and morphology, with normal echo-structure and corticomedullary differentiation, with no clear images indicating, lithiasis or dilatation of excretory system. Urinary bladder somewhat full, with smooth walls. No significant post-micturition residual volume. Left essure device appears to have partially migrated to uterine cavity. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021, ha number received: ps/pf/57673. No new clinical information received, update to imdrf/FDA codes only. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('organ perforation') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (allergic contact dermatitis caused by jewellery). In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation ("essure device has partially migrated to the uterine cavity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), hyperhidrosis ("sweats"), swelling ("swelling"), adnexa uteri pain ("ovarian pain"), joint pain ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), fatigue ("tiredness"), unevaluable event ("metallosis"), back pain ("low back pain"), amenorrhoea ("lack of menstruation"), breast pain ("breast pain leading to the feeling of suppuration"), urinary tract infection ("urinary tract infection"), incontinence ("feeling of incontinence"), vulvovaginal pain ("clitoral pain"), dyspareunia ("pain when having sexual relations"), pain in hip ("pain in hip"), pain in extremity ("pain in left leg"), influenza like illness ("feeling of having the cold"), oropharyngeal pain ("sore throat"), lymphadenitis ("lymph node inflammation"), hot flush ("hot flushes"), anxiety ("anxiety") and eczema ("moderate-to-severe eczemas") and was found to have thyroid function test abnormal ("abnormal thyroid levels"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, device dislocation, hypersensitivity, genital haemorrhage, hyperhidrosis, swelling, adnexa uteri pain, joint pain, myalgia, headache, fatigue, unevaluable event, thyroid function test abnormal, back pain, amenorrhoea, breast pain, urinary tract infection, incontinence, vulvovaginal pain, dyspareunia, pain in hip, pain in extremity, influenza like illness, oropharyngeal pain, lymphadenitis, hot flush, anxiety and eczema outcome was unknown. The reporter considered adnexa uteri pain, amenorrhoea, anxiety, back pain, breast pain, device dislocation, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, incontinence, influenza like illness, joint pain, lymphadenitis, myalgia, oropharyngeal pain, pain in extremity, pelvic pain, swelling, thyroid function test abnormal, unevaluable event, urinary tract infection, uterine perforation, vulvovaginal pain and pain in hip to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: positive for a nickel allergy. Biopsy endometrium - on (B)(6) 2018: no pathological findings. Pathology test - on (B)(6) 2018: specimen from total hysterectomy and bilateral salpingectomy with uterus of 5 × 7 × 3 cm, right fallopian tube 6 cm and left fallopian tube 5.5 cm. Cervical orifice of 0.7 cm with smooth mucous membranes, greyish around orifice. The section showed metallic coils that protrude through the endometrial mucosae and continue through the interior of both fallopian tubes. Presence of superficial haemorrhaging and granular endometrial mucosae around the device. Physical examination - on (B)(6) 2018: speculum: cervix and vagina macroscopically normal. No bloody vaginal residue or active bleeding. Normal discharge. Vaginal digital examination: uterus in anteversion, of normal size, with nonpainful cervical and uterine mobilisation. No pathological condition was palpated in right ovary or fallopian tube. No pathological condition was palpated in left ovary or fallopian tube. No free fluid.. Ultrasound scan vagina - on (B)(6) 2018: uterus in anteversion. With regular borders and homogeneous density. Right ovary: normal location, with normal echostructure; essure was observed in ampullary portion of right fallopian tube, measuring 17 mm. Left ovary: normal location, with normal echo-structure, measuring 24 × 18 mm; essure was observed at the start of left fallopian tube, measuring 8.9 mm, with an intracavitary portion measuring 7.1 mm. No free fluid in pelvis.. Ultrasound urinary system - on (B)(6) 2017: both kidneys are normal in size and morphology, with normal echo-structure and corticomedullary differentiation, with no clear images indicating lithiasis or dilatation of excretory system. Urinary bladder somewhat full, with smooth walls. No significant post-micturition residual volume. Left essure device appears to have partially migrated to uterine cavity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('organ perforation') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (allergic contact dermatitis caused by jewellery). In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation ("essure device has partially migrated to the uterine cavity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), hyperhidrosis ("sweats"), swelling ("swelling"), adnexa uteri pain ("ovarian pain"), joint pain ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), fatigue ("tiredness"), metal poisoning ("metallosis"), back pain ("low back pain"), amenorrhoea ("lack of menstruation"), breast pain ("breast pain leading to the feeling of suppuration"), urinary tract infection ("urinary tract infection"), incontinence ("feeling of incontinence"), vulvovaginal pain ("clitorial pain"), dyspareunia ("pain when having sexual relations"), pain in hip ("pain in hip"), pain in extremity ("pain in left leg"), influenza like illness ("feeling of having the cold"), oropharyngeal pain ("sore throat"), lymphadenitis ("lymph node inflammation"), hot flush ("hot flushes"), anxiety ("anxiety"), eczema ("moderate-to-severe eczemas") and somnolence ("somnolence") and was found to have thyroid function test abnormal ("abnormal thyroid levels"). The patient was treated with surgery (total hysterectomy and bilateral salpingcetomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, device dislocation, hypersensitivity, genital haemorrhage, hyperhidrosis, swelling, adnexa uteri pain, joint pain, myalgia, headache, fatigue, metal poisoning, thyroid function test abnormal, back pain, amenorrhoea, breast pain, urinary tract infection, incontinence, vulvovaginal pain, dyspareunia, pain in hip, pain in extremity, influenza like illness, oropharyngeal pain, lymphadenitis, hot flush, anxiety, eczema and somnolence outcome was unknown. The reporter considered adnexa uteri pain, amenorrhoea, anxiety, back pain, breast pain, device dislocation, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, incontinence, influenza like illness, joint pain, lymphadenitis, metal poisoning, myalgia, oropharyngeal pain, pain in extremity, pelvic pain, somnolence, swelling, thyroid function test abnormal, urinary tract infection, uterine perforation, vulvovaginal pain and pain in hip to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: positive for a nickel allergy. Biopsy endometrium - on (B)(6) 2018: no pathological findings. Pathology test - on (B)(6) 2018: specimen from total hysterectomy and bilateral salpingectomy with uterus of 5 × 7 × 3 cm, right fallopian tube 6 cm and left fallopian tube 5.5 cm. Cervical orifice of 0.7 cm with smooth mucous membranes, greyish around orifice. The section showed metallic coils that protrude through the endometrial mucosae and continue through the interior of both fallopian tubes. Presence of superficial haemorrhaging and granular endometrial mucosae around the device. Physical examination - on (B)(6) 2018: speculum: cervix and vagina macroscopically normal. No bloody vaginal residue or active bleeding. Normal discharge. Vaginal digital examination: uterus in anteversion, of normal size, with nonpainful cervical and uterine mobilisation. No pathological condition was palpated in right ovary or fallopian tube. No pathological condition was palpated in left ovary or fallopian tube. No free fluid.. Ultrasound scan vagina - on (B)(6) 2018: uterus in anteversion. With regular borders and homogeneous density. Right ovary: normal location, with normal echostructure; essure was observed in ampullary portion of right fallopian tube, measuring 17 mm. Left ovary: normal location, with normal echo-structure, measuring 24 × 18 mm; essure was observed at the start of left fallopian tube, measuring 8.9 mm, with an intracavitary portion measuring 7.1 mm. No free fluid in pelvis.. Ultrasound urinary system - on (B)(6) 2017: both kidneys are normal in size and morphology, with normal echo-structure and corticomedullary differentiation, with no clear images indicating lithiasis or dilatation of excretory system. Urinary bladder somewhat full, with smooth walls. No significant post-micturition residual volume. Left essure device appears to have partially migrated to uterine cavity.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jan-2021: event somnolence added, event metallosis recoded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('organ perforation') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (allergic contact dermatitis caused by jewellery). In october 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation ("essure device has partially migrated to the uterine cavity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), hyperhidrosis ("sweats"), swelling ("swelling"), adnexa uteri pain ("ovarian pain"), joint pain ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), fatigue ("tiredness"), unevaluable event ("metallosis"), back pain ("low back pain"), amenorrhoea ("lack of menstruation"), breast pain ("breast pain leading to the feeling of suppuration"), urinary tract infection ("urinary tract infection"), incontinence ("feeling of incontinence"), vulvovaginal pain ("clitorial pain"), dyspareunia ("pain when having sexual relations"), pain in hip ("pain in hip"), pain in extremity ("pain in left leg"), influenza like illness ("feeling of having the cold"), oropharyngeal pain ("sore throat"), lymphadenitis ("lymph node inflammation"), hot flush ("hot flushes"), anxiety ("anxiety") and eczema ("moderate-to-severe eczemas") and was found to have thyroid function test abnormal ("abnormal thyroid levels"). The patient was treated with surgery (total hysterectomy and bilateral salpingcetomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, device dislocation, hypersensitivity, genital haemorrhage, hyperhidrosis, swelling, adnexa uteri pain, joint pain, myalgia, headache, fatigue, unevaluable event, thyroid function test abnormal, back pain, amenorrhoea, breast pain, urinary tract infection, incontinence, vulvovaginal pain, dyspareunia, pain in hip, pain in extremity, influenza like illness, oropharyngeal pain, lymphadenitis, hot flush, anxiety and eczema outcome was unknown. The reporter considered adnexa uteri pain, amenorrhoea, anxiety, back pain, breast pain, device dislocation, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, incontinence, influenza like illness, joint pain, lymphadenitis, myalgia, oropharyngeal pain, pain in extremity, pelvic pain, swelling, thyroid function test abnormal, unevaluable event, urinary tract infection, uterine perforation, vulvovaginal pain and pain in hip to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: positive for a nickel allergy. Biopsy endometrium - on (B)(6) 2018: no pathological findings. Pathology test - on (B)(6) 2018: specimen from total hysterectomy and bilateral salpingectomy with uterus of 5 × 7 × 3 cm, right fallopian tube 6 cm and left fallopian tube 5.5 cm. Cervical orifice of 0.7 cm with smooth mucous membranes, greyish around orifice. The section showed metallic coils that protrude through the endometrial mucosae and continue through the interior of both fallopian tubes. Presence of superficial haemorrhaging and granular endometrial mucosae around the device. Physical examination - on (B)(6) 2018: speculum: cervix and vagina macroscopically normal. No bloody vaginal residue or active bleeding. Normal discharge. Vaginal digital examination: uterus in anteversion, of normal size, with nonpainful cervical and uterine mobilisation. No pathological condition was palpated in right ovary or fallopian tube. No pathological condition was palpated in left ovary or fallopian tube. No free fluid.. Ultrasound scan vagina - on (B)(6) 2018: uterus in anteversion. With regular borders and homogeneous density. Right ovary: normal location, with normal echostructure; essure was observed in ampullary portion of right fallopian tube, measuring 17 mm. Left ovary: normal location, with normal echo-structure, measuring 24 × 18 mm; essure was observed at the start of left fallopian tube, measuring 8.9 mm, with an intracavitary portion measuring 7.1 mm. No free fluid in pelvis.. Ultrasound urinary system - on (B)(6) 2017: both kidneys are normal in size and morphology, with normal echo-structure and corticomedullary differentiation, with no clear images indicating lithiasis or dilatation of excretory system. Urinary bladder somewhat full, with smooth walls. No significant post-micturition residual volume. Left essure device appears to have partially migrated to uterine cavity.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.